Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient became hypotensive and progressed to cardiac arrest. Cardiopulmonary resuscitation (CPR) was and percutaneous cardiopulmonary support was initiated. As the valve was implanted, it dislodged towards the left ventricle (10mm) and resulted in severe paravalvular leak (pvl). A second transcatheter valve was implanted and increased the radial force and improved the pvl. No other adverse patient effects were reported.